Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was naturally removed during detention. Per internal comments received on 29jan2024, balloon damage could not be confirmed. No other abnormalities were found on the exterior.

Manufacturer narrative:
The reported event was unconfirmed. Two photos were received for evaluation. The first one showcases an overview of the three-way silicone catheter with sample port. The second photo zooms into the catheter balloon and tip. It was also received 1 all silicone foley catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks were observed. Balloon concentricity was observed to be 50:50. Catheter rested with no leaks. The inhouse syringe was connected and it passively deflate returning the 10 ml of solution with no issues or cuffing. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was naturally removed during detention. Per internal comments received on 29jan2024, balloon damage could not be confirmed. No other abnormalities were found on the exterior.